Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation it was noted that the patient¿s right ventricular (rv) lead exhibited noise in multiple high rate non-sustained episodes along with high sensing integrity counter (sic). The noise was also reproducible when the patient performed isometric exercises. Initially, the detections and alerts were programmed off and two weeks later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.